Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since device was not returned it has not been possible to determine the root cause of this event, however it might have related problems with the captor valve iris or the silicone discs. Internal actions have previously been initiated to address this failure mode. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014: a (B)(6) female patient underwent tevar. The patient¿s anatomical form was suitable for endovascular repair and the procedure was performed as labeled. After removing the peel away sheath with care, the physician flushed zteg-2p-32-140-pf from stop-cock, but large amount of flush solution leaked from the hemostatic valve. However, the sheath and the dilator could be flushed using approx. 100cc of flush solution, so he decided to use the device on the patient. The device was inserted from the right, and the stent graft was placed. However, large amount of blood leaked from the hemostatic valve when he removed the dilator. A balloon catheter was inserted into the valve, but the leak amount didn't decreased very much ((B)(4)). Then, type I-a endoleak was confirmed and tbe-32-80-pf was prepared to treat the endoleak, but the same leakage problem occurred on this device ((B)(4)). The stent graft was placed anyway and the physician confirmed type I endoleak was resolved, and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.